Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h6: the device medical device problem code of use of device problem (a23) has been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h6 corrected data: the medical device problem code of "appropriate term code not available (a27) was removed.

Event description:
It was reported that during a knee surgery the the three (x3) cordcutter devices were being used when after the graft was taken from the condyle, the 8mm guide/ cutter was inserted in to the graft loader and because of the missing inner part , the graft would not pass to the inner part of the guide/cutter another device was used to complete the procedure. There was a 15 minute delay in the procedure reported. The exact date of this event was unknown but was noted to have occurred in 2024. There were no adverse patient consequences reported. No additional information was provided. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the 3 guides don't have the inner plastic part. The overall complaint was confirmed as the observed condition of the 3 cor disposable system w/perp 8mm would contribute to the complained device issue. A manufacturing investigation was performed for a previous related incident for the same lot number; the device was identified from the photo provided. Cosmetic/visual inspection found the plunger was missing. The DHR was checked and no non conformances were found. The supplier performed an investigation with their engineering, qa and operations departments. In the assembly there was a missing pin due to assembly mistake. The failure is because of a sporadic event of an assembly personnel mistake in the cleanroom. This issue has been escalated to a corrective action. Based on the investigation findings, the potential cause is traced to manufacturing. This product issue will be addressed through depuy synthes mitek quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.